Manufacturer narrative:
This is the same event as 3010536692-2016-00493, 3010536692-2016-00491, and 3010536692-2016-00490. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris (left). Age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. Revision njr index no: 2341412.